Event description:
Same case as 6000093-2007-01753. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure occurred in 2007. The physician placed two taxus express2 drug eluting stents to the right coronary artery (rca), a 2.5x12mm and a 2.5x8mm. No patient injures were reported. The patient was prescribed plavix post procedure, but it was discontinued due to rectal bleeding. Four months later, the patient presented with chest pain and acute myocardial infarction (mi). The rca was occluded at the site of the previously placed proximal stent. Balloon aspiration of the clot was performed. Additional information regarding this event has been requested.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.